Event description:
It was reported that the patient experienced the implant of an artificial urinary sphincter(aus) device after the device was previously explanted for unspecified reasons. A patient outcome of stable, no complications was reported.